Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by vomiting, diarrhea, abdominal pain and cloudy pd fluids. The cause of the peritonitis was reported as the patient had digestive trouble due to food. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis. Sixteen days after admission, the patient was discharged from the hospital and was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.